Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high shock impedance readings, with measurements greater than 200 ohms for both the svc coil to can and svc to rv coil. The impedance from rv to can was recorded at 78 ohms. During a pulse generator (pg) change it was discovered that this device was on safety mode, the shock impedance remained above 200 ohms for the rv coil to can. Various attempts to troubleshoot, including burping the port and unplugging cautery, did not yield any changes in shock impedance. It was recommended to perform a defibrillation threshold (dft) test to confirm shock efficacy. This device was explanted an replaced. No adverse patient effects were reported.